Event description:
It was reported that this right ventricular (rv) lead with the implantable cardioverter defibrillator (ICD) exhibited low out of range shock impedances. There was an alert showing the lead impedances values were out of range and the device was checked that showed 21 ohms and then 0 ohms. Technical services (ts) reviewed and recommended the patient continue to be monitored as normal, as well as health care professional (hcp) perform troubleshooting to confirm device ability to deliver shock. This ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.